Event description:
It was reported that the foot control device had "a leak in hose". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The reported condition of leak in the hose could not be confirmed, however, it was discovered that the device had a worn hose.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Updated from unknown if any user report filed to there was no user report filed. The reporter stated that there were no injuries or medical intervention required.